Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient got cellulitis at the site area on (B)(6) 2025 for which the patient had to visit emergency room and was subsequently hospitalized. The patient got skin infection in the abdomen. The symptoms related to site issue were infection, tenderness, swelling, redness at the site involved. The length of hospitalization was greater than 24 hours. The patient got treated with manual injections. The patient was advised to insert product in a different location and monitor site. No further information available.